Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room one day post implant with discomfort. Upon interrogation, it was noted that right atrial lead exhibited failure to capture. A chest x-ray was performed and confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.